Event description:
It was reported that this pacemaker was explanted per patient request as they no longer wanted the device. It was noted that electrocautery was used directly over the device and significant scorching was observed on the device. Additionally, the patient went into ventricular fibrillation (vf) during the procedure. Multiple shocks were delivered and the patient was successfully converted after approximately 1.5 minutes. The patient did sustain minor burn marks from the defibrillation, however no additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted per patient request as they no longer wanted the device. It was noted that electrocautery was used directly over the device and significant scorching was observed on the device. Additionally, the patient went into ventricular fibrillation (vf) during the procedure. Multiple shocks were delivered and the patient was successfully converted after approximately 1.5 minutes. The patient did sustain minor burn marks from the defibrillation, however no additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case confirmed arc marks on the front of the device. Review of device memory did not reveal any codes or resets. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.